Manufacturer narrative:
The results of the investigation are inconclusive since the product was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with an implantable cardioverter defibrillator in backup vvi mode. The patient was called into clinic and the device was restored. The patient was asymptomatic and was stable before, during and after.